Event description:
The customer reported the power cord assembly is damaged. No patient injury was reported.

Manufacturer narrative:
The service rep checked power cord assembly and found power cord frayed and pulled out of the strain relief. Power cord assembly needs to be replaced. Remove and replace power cord assembly. Checked operation machine works as intended.